Manufacturer narrative:
In the initial report the following boxes should have been checked: life-threatening hospitalization required intervention.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 12 pm on (B)(6) 2019. The patient reported she manages her diabetes with novolog insulin three times per day as per sliding scale and basaglar insulin 35 units at night. The patient stated that in response to the alleged issue, she skipped her normal medication on (B)(6) 2019. The patient alleged that around 8-9 am on (B)(6) 2019, she developed symptoms of ¿nausea, vomiting and dehydration¿. On (B)(6) 2019 around 4.30 pm the patient reported that she was admitted to hospital and treated with IV fluids. A blood glucose result of ¿582 mg/dl¿ was obtained on the hospital meter. During troubleshooting the csr noted the meter was not being used for the first time. The meter was showing a sub code of 33. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical intervention and there is insufficient information to rule out the contribution of the subject meter to the event.